Event description:
The philips flexvision system allows signals from multiple video sources to be displayed in a variety of ways on a single, large screen. It is controlled by a laptop-sized device that is mounted to the table. The big screen is mounted in a frame which is supported by a ceiling-mounted track system and telescoping actuator. This makes it fully locatable and height adjustable within the field of the table. After only three uses, something in the actuator failed to hold the weight of the monitor and frame and they came down hard upon the foot end of the table. Thanks to the table, the telescoping actuator did not fully extend before the monitor was stopped. This likely means that the ceiling track system was spared the shock of suddenly stopping the monitor's fall. It did land on the controller device and break it and its adjustable support arm but those were the only visibly broken things. The patient was in the room but had not been transferred onto the table yet.philips uses skf USA, inc. Actuators for their suspended monitors. They have contacted skf about what appears to be a failure of their product.they were on site very quickly. They are taking the situation very seriously because a failure of this kind was not expected. There are hundreds of these systems throughout the u.s. So they want to understand what happened and prepare a strategy for dealing with them.